Event description:
Patien with left ventricular assist device has a platinium dr ICD. No telemetry possible with the device in combination with the lvad. Several attempst were made using two different smarttouch programmers. Alle attempts unsuccesfull. At last an orchestra programmer was able to make telemetry contact with the platinium ICD.

Event description:
Patient with left ventricular assist device has a platinum dr ICD. No telemetry possible with the device in combination with the lvad. Several attempts were made using two different smarttouch programmers. All attempts unsuccessful. At last an orchestra programmer was able to make telemetry contact with the platinum ICD. Hospital is not pleased with the situation.